Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A healthcare professional reported that while the patient was using a pod the manual basal was 5 units per hour without being programed. It was further reported that the patient was switched to manual mode without user initiation while sleeping resulting in a low blood glucose medical event. The reporter stated the patient required a glucagon injection. Additional information is being requested but there were no further details at this time.